Event description:
It was reported that the customer had "numerous issues"; however, the specific types of issues were unable to be verified. There was no known impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, a functional test was performed and the device failed during the vibe test. The vibrator on the pump not working.